Event description:
It was reported to boston scientific corporation that a captiflex mini-micro oval snare was used during a procedure on (B)(6), 2009 (patient age, gender, weight unknown). According to the complainant, during the procedure, the catheter sheath detached from the handle of the snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Follow-up with the complainant confirmed that further information regarding the patient or procedure was not available. Based on the returned product analysis, this event has no longer been deemed reportable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a captiflex mini-micro oval snare was used during a procedure on (B)(6), 2009. According to the complainant, during the procedure, the catheter sheath detached from the handle of the snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Follow-up with the complainant confirmed that further info regarding the pt or procedure was not available.

Manufacturer narrative:
A visual examination of the returned device found that the handle cannula (not the catheter sheath, as initially reported) was found to have detached, and as a result, the snare loop could not extend. The condition of the returned device was not consistent with the complaint that the catheter sheath detached; the complaint was not confirmed. The returned device presented with a detached handle cannula, which is not considered a reportable event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.